Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 40meq/100ml bag of kcl was programmed as a primary basic infusion at 25ml/h. A second pump was infusing IV fluid at an unspecified rate. Both infusions were paused and then turned off for a period of time, and then later resumed using the restore feature. A 1.25 hours later, the kcl was discovered infusing at 33.3ml/hr rather than the intended 25ml/hr. The physician ordered the kcl rate to be decreased to 20ml/hr for the remainder of the infusion. The customer reported no patient harm.